Manufacturer narrative:
(B)(4).

Event description:
It was reported that during treatment the ventilator generated an alarm indicating high peep (positive end expiratory pressure). There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of the returned expiratory pressure transducer printed circuit board (pcb) has been completed. Microscopic inspection did not reveal any defects. The pcb was installed in a reference system for simulated use testing. Pre-use check failed, the pressure transducer zero offset was outside limits. The pressure sensor on the pressure transducer pcb caused the offset drift. The root cause of the pressure sensor drift has not been determined. The device logs confirms the reported issue, it occurred on (B)(6) 2017, date of event is updated accordingly. The offset drift may lead to low/high positive end expiratory pressure (peep) and high airway pressure, this will be detected by generated alarms. The offset drift will also be detected during pre-use check.

Event description:
(B)(4).